Manufacturer narrative:
Date of event was (B)(6) 2016.

Event description:
The customer reported that the device would not power on. There was no patient involvement.

Manufacturer narrative:
The power management board was returned to the manufacturer for failure investigation. Visual inspection of power management (pm) pcba revealed evidence of c258 burn damage and traces burn damage. Failure investigation determined that the c258 burn damage and c258 trace to u50 pin1 open damage on the power management board prevented the ventilator from powering on.